Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.failure (event) observed during analysis.external insulation abrasion was noted at 7.7-7.8cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.reliability laboratory technician.(B)(4).

Event description:
This report is to advise of an event observed during analysis.